Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the customer was hospitalized while wearing the infusion device. The caller reported that he received an occlusion error on the infusion device on (B)(6) 2020 at 9:08am. The customer stated they did not take any actions or replace the infusion set to clear the error. Two occlusion errors were verified in the device history on (B)(6) 2020. The customer experienced elevated blood glucose symptoms of vomiting. On (B)(6) 2020 the patient was transported to the hospital. At the hospital the customer received a blood glucose result of 580 mg/dl and ketones. He was treated with insulin, physiological solution, and potassium. The customer's blood glucose levels stabilized and he was hospitalized for two days.